Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.8 inr/4.2 inr caller states patient had a nosebleed prior to testing; no medical treatment required. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A resident in a nursing home was receiving a nebulizer treatment. She placed it next to herself in bed and fell asleep. There was no air circulating around the sides of the device and it overheated. The resident suffered burns to her forearm.